Manufacturer narrative:
Other, other text: investigation in used condition. The reported product problem (alarm - no disposable clamp tubing) was not reproduced during testing, however the pump displayed an upstream occlusion alarm when the stop/start button was pressed. The upstream occlusion sensor was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other text: event date was provided via email.

Event description:
Information was received indicating that a smiths medical pump alarms "no disposable clamp tubing". There was no reported adverse events.